Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and staging using ultrasound bronchoscopy (ebus) was also performed. The target lesion was in the left upper lobe. After the procedure, a chest x-ray was performed and revealed a small pneumothorax. The patient required chest tube placement and overnight observation. The patient was asymptomatic, and the pneumothorax was small and did not increase in size over time. The chest tube was removed the next day and the patient was discharged home. The physician reported that the pneumothorax would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the procedural complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.